Event description:
The customer reported the system boots up with a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the sram card. System operates as intended. This MDR is related to ge healthcare complaint.